Event description:
Information received that the foot brake/steer does not work. No injury reported.

Manufacturer narrative:
Technician found the foot brake/steer does not work. Replaced the brake system to resolve this issue.